Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer successfully reloaded the cartridge, however, no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. A cartridge change was performed to resolve the issue. Customer's blood glucose level was 116mg/dl.